Event description:
It was reported that the long tip forceps instrument experienced flaking on the outer shaft. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customers reported complaint, engineering observed material removed from distal end of main tube, right above the wrist. Damaged area is roughly 1.5 inches long and only on one side of the tube. Damage may be a result of a defective cannula. No other damage found.